Event description:
It was reported that thirteen months after filter implant, which was placed due to a pe after colon surgery, the pt presented with chest pain. Three days after hospitalization, the pt¿s condition deteriorated, and pleural effusion was diagnosed, which was allegedly associated with a detached filter limb in the right ventricle. Small pulmonary emboli were also identified. One day later, a sternotomy was performed, 300 ml of fluid/blood was successfully drained from pericardium, and the metallic segment was removed. The pt has recovered without further issues. The filter remains implanted.

Manufacturer narrative:
The device lot number has been obtained and a mfg record review will be completed. The investigation of the event is underway.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warning / potential complications. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted to the hospital for acute chest pain. Imaging demonstrated a detached ivc filter wire in the right heart and a moderate to large pericardial effusion, as well as bilateral pulmonary emboli. Three days after admission, the patient became unstable and hypotensive. Emergent cardiac surgery via sternotomy was performed to remove the detached filter limb, which had perforated the inferior wall of the right ventricle, and 300ml of blood was drained from the pericardium. No attempts were made to remove the filter from the ivc. The patient recovered and was reported to be hemodynamically stable and ¿feeling great¿ at the time of hospital discharge ten days after admission. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a detached limb was surgically removed from the right ventricle. Allegedly the filter was tilted with the filter hook pointed toward the caval wall. No intervention to remove the filter was recommended. The investigation is confirmed for a detached limb and a tilted filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Pain.

Event description:
New information based on medical records. It was reported approximately twenty-five months post filter deployment, the patient was admitted to the hospital for acute chest pain. Imaging demonstrated a detached ivc filter wire in the right heart and a moderate to large pericardial effusion, as well as bilateral pulmonary emboli. Three days after admission, the patient became unstable and hypotensive. Emergent cardiac surgery via sternotomy was performed to remove the detached filter limb, which had perforated the inferior wall of the right ventricle, and 300ml of blood was drained from the pericardium. No attempts were made to remove the filter from the ivc. The patient recovered and was reported to be hemodynamically stable and ¿feeling great¿ at the time of hospital discharge ten days after admission.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one-year post deployment, the patient experienced chest pain. Following day, CT revealed that there is a pe and a foreign body was identified in the region of right ventricle and it was confirmed that it represents one detached filter limbs. Following day, ECG revealed that foreign body perforating the heart and the struts was protruding at 1 cm below the acute margin of the heart. Three months followed by that, abdominal x-ray shows that ivc filter seen projecting over the right aspect of the l3 and l4 vertebral bodies. Therefore, the investigation is confirmed for the filter tilt, detachment of filter limbs and perforation of the ivc wall. However, the investigation is inconclusive for the filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2012.

Event description:
It was reported that thirteen months after filter implant, which was placed due to a pe after colon surgery, the patient presented with chest pain. Three days after hospitalization, the patient's condition deteriorated, and a pleural effusion was diagnosed, which was allegedly associated with a detached filter limb in the right ventricle. Small pulmonary emboli were also identified. One day later, a sternotomy was performed, 300 ml of fluid/blood was successfully drained from the pericardium, and the metallic segment was removed. The patient has recovered without further issues. The filter remains implanted. New information based on medical records - it was reported approximately twenty-five months post filter deployment, the patient was admitted to the hospital for acute chest pain. Imaging demonstrated a detached ivc filter wire in the right heart and a moderate to large pericardial effusion, as well as bilateral pulmonary emboli. Three days after admission, the patient became unstable and hypotensive. Emergent cardiac surgery via sternotomy was performed to remove the detached filter limb, which had perforated the inferior wall of the right ventricle, and 300ml of blood was drained from the pericardium. No attempts were made to remove the filter from the ivc. The patient recovered and was reported to be hemodynamically stable and ¿feeling great¿ at the time of hospital discharge ten days after admission. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached; migrated into the right ventricle; tilted and embedded in the wall of ivc and struts perforated. The device was removed via an open chest procedure. The patient reportedly experienced chest pain and pulmonary embolism post filter implant. The current status of the patient is unknown.